Event description:
It was reported that the interconnect cable on the 9800 system had loose connection. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.